Manufacturer narrative:
The device was not evaluated, through communication/interviews it was determined that the issue was not due to any component-level defect, but a result of user error.

Event description:
This report summarizes 1 malfunction event, where it was reported the clinician was not alerted/aware of possible patient fall condition. There was 1 event with patient involvement; the patient experienced a fall.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported the clinician was not alerted/aware of possible patient fall condition. There was 1 event with patient involvement; the patient experienced a fall.